Manufacturer narrative:
Concomitant medical products: extension: model 748251, serial# (B)(4), implanted: (B)(6) 2005, explanted: na. Adaptor: model 64002, lot# n322112, implanted: (B)(6) 2012, explanted:na. Programmer: model 37642, serial# (B)(4). Lead: model 3387-40, lot# j0511655v, implanted: (B)(6) 2005, explanted: na. Lead: model 3387-40, lot# j0511655v, implanted: (B)(6) 2005, explanted: na. (B)(4).

Event description:
It was reported that the patient had issues with getting "shocked" from their implantable neurostimulator (ins) system. It was also noted that he had coupling/communication issues between the recharger and the ins. The patient visited the healthcare professional (hcp) today and which time x-rays were the results of which were not available at the time of this report. It was reported that there was an issue with impedances and that the company representative shut off the "wire." He also stated that this was the second time he had impedance issues. The patient charged every sunday and thursday night and did not let his ins go down to less than half charge. The use of a different recharger did not resolve the issue and that since wednesday (B)(6) 2012, he got no efficiency coupling bars on the recharger when before, he got all of the coupling bars filled. The patient noted that he believed the ins was not flipped or had moved and that his ins battery was below 50% charge. Additional information was requested, but was not available at the time of this report.